Manufacturer narrative:
A complete lead was returned in two pieces. Visual inspection found all five filars of the outer coil and inner coil were fractured distal to the suture sleeve tie impression. Scanning electron microscope analysis confirmed that all five filars of the inner coil and outer coil were fractured. The cause of the reported event of loss of capture was isolated to lead fracture. The cause of the lead fracture was consistent to bending/fatigue fracture in this location.

Event description:
It was reported that when the patient presented for device change-out due to normal eri, atrial lead was found to be non-functioning. Loss of unipolar pacing capture on atrial lead was observed. Fluoroscopy revealed lead fracture at point where the lead traversed the clavicle. Lead was explanted and replaced during the procedure. A new system was implanted on right side. Patient was asymptomatic before, during and after the procedure.